Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex esophageal stent was to be used in the esophagus during a stent placement procedure performed on (B)(6) 2016. During the procedure, the physician began introducing the stent system when the tip detached inside the oral cavity of the patient. The tip was retrieved by hand. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.